Event description:
It was reported although the pt can feel stimulation in her pain pattern the stimulation is not effective. A sjm rep was unable to resolve the issue with programming. The pt is consulting with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.